Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, no blood return present on accessing PICC. Patients states bloods taken from the line on (B)(6) 2024. Following a chest x-ray taurolok had been inserted into the PICC. The nurse drew back after 1 hour. She reported that the biopatch looked red and wet as had the one they had to replace. The line was flushed and saline noted at the exit site. PICC removed and flushed hole noted between 23 and 24 cms back from 0 ( as per PICC markings) treatment had to be discarded. A new PICC will be needed. The patient¿s treatment has been delayed but no serious injury occurred. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: PICC was inserted on (B)(6) 2024 and removed on (B)(6) 2024. Exit site marking after placement 23 (8 cm). Device was secured with securacath. PICC was used for oncology treatment (cetuximab, irinotecan and aclcium folinate), unknown if there were any occlusions. Leakage identified by bleeding around the biopatch, break was internally at the 22-23 cm mark. PICC was used for 3 weeks. Catheter site cleaned with chloraprep (2% 70% 3 ml). No additional comments.

Event description:
It was reported, no blood return present on accessing PICC. Patients states bloods taken from the line on (B)(6) 2024. Following a chest x-ray taurolok had been inserted into the PICC. The nurse drew back after 1 hour. She reported that the biopatch looked red and wet as had the one, they had to replace. The line was flushed and saline noted at the exit site. PICC removed and flushed hole noted between 23 and 24 cms back from 0 (as per PICC markings) treatment had to be discarded. A new PICC will be needed. The patient¿s treatment has been delayed but no serious injury occurred. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 and removed (B)(6) 2024. Exit site marking after placement 23 (8cm). Device was secured with securacath. PICC was used for oncology treatment (cetuximab, irinotecan and aclcium folinate), unknown if there were any occlusions. Leakage identified by bleeding around the biopatch, break was internally at the 22-23cm mark. PICC was used for 3 weeks. Catheter site cleaned with chloraprep (2% 70% 3ml). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 23 cm and 24 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 0 cm and 2 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, no blood return present on accessing PICC. Patients states bloods taken from the line on (B)(6) 2024. Following a chest x-ray taurolok had been inserted into the PICC. The nurse drew back after 1 hour. She reported that the biopatch looked red and wet as had the one they had to replace. The line was flushed and saline noted at the exit site. PICC removed and flushed hole noted between 23 and 24 cms back from 0 ( as per PICC markings) treatment had to be discarded. A new PICC will be needed. The patient¿s treatment has been delayed but no serious injury occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.